Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no failures in application. A field service engineer visited the site, powered down the system, and proactively reseated all cable connections from the main and auxiliary cabinets, including the back panel drawer board ribbon cables. The engineer replaced the inseparable magnet on drawer 6 of the auxiliary cabinet, ensured all full-height drawers had new inseparable magnet, and rebooted the system. The hardware test application (hta) was used to test drawer 4.1, and no failures were observed in the application after the reboot. The customer confirmed normal operation, and the case was closed. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.